Event description:
The rptr had experienced the er1 when her surestep meter was turned on and no strip had been inserted. When this occurred, she turned the meter off and on and was able to proceed with testing. She did not recall ever getting the er1 as a result of a test.